Event description:
The customer experienced bleeding, pain, and dizziness after inserting the abbott diabetes care (adc) sensor. The customer self treated by disinfecting the wound, applying patch, and ugurol (a prescription medication type) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.